Manufacturer narrative:
A field service engineer was dispatched to evaluate the sterrad unit. The fse reported the vacuum pump oil, air filter, catalytic converter and the converter adapter connector were replaced to resolve the reported odor/smell issue. The unit was restored to working order and confirmed to meet specifications on 4/18/2017. The device history record (DHR) was reviewed for the sterrad® unit; no anomalies were observed that would contribute to the reported issue at the time of release.

Event description:
The customer reported an "odor" was emitting from their sterrad®nx unit. The customer was instructed to powered down the unit and discontinue use of the unit until is serviced and clear the room until the odor dissipates. Customer confirmed air exchange/ventilation is in good working order. No injuries or harm were reported. An fse was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR) and system risk analysis (sra). The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were available for return as they were saturated with oil. The assignable cause of the odor/smells is the vacuum pump oil, air filter, catalytic converter and the converter adapter connector. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.